Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Bipolar and unipolar impedances >2000 ohms and non-capture at maximum output reported. Noise and p-waves were noted in the bipolar configuration but nothing on the iegm in unipolar. X-ray showed normal lead position. Lead currently remains implanted with revision scheduled for today.